Event description:
It was detected through a periodic review of the manufacturer's programming history database that high impedance was detected on the patient's device through system diagnostics. No known surgical intervention has occurred to data. No further relevant information has been received to date.